Manufacturer narrative:
The device returned for service during the evaluation the technician found that the housing was damaged and discolored due to improper cleaning and maintenance. Thimble color lines not visible anymore. Bearing defective and gear wheel worn out. The device was subsequently repaired and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was returned for service. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device returned for service during the evaluation the technician found that the locking components were damaged. The device was subsequently repaired and returned to the customer.